Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04100. It was reported that burr stuck on wire occurred. The target lesion was located in the severely calcified coronary artery. A 1.75 mm rotalink¿ plus and a rotawire¿ were selected for use. During the procedure, it was noted that wire was stuck with the burr. The burr and wire were removed together and the procedure was completed. No patient complications reported and patient's status was good.